Manufacturer narrative:
H6 no material will be returned; customer is unwilling to send it. The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient's wife received the following results within 15 minutes: 183 mg/dl (customer's instant system) and 97 mg/dl (professional's meter).